Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 1/4/2017 with the following findings: display is dim/fading (pink). Battery compartment crack below the bumper traveling toward the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim discolored display and cracked battery compartment. This report is made based on the results of an investigation completed on 1/4/2017.